Event description:
A surgeon reported the one day following implantation of an intraocular lens, the pt experienced pain and inflammation. The surgeon stated that some viscoelastic may have been left in the eye at the close of surgery, and the pt was given and oral antiglaucoma medications in add'l to the usual postop steroids and antibiotics. The pt was examined daily and noted to have increasing pain and inflammation, most recently presenting with an abnormal pupil. The pt continues to receive oral and topical antibiotics. The association between this event and the intraocular lens is not known. Add'l info has been requested.

Event description:
The surgeon provided additional info stating that the pt also suffered from severe post-operative headache. The pupil was not reactive to light or drugs. The reported inflammation has resolved. The pt's visual acuity (va) prior to implantation of the lens was 20/80. Current va is 20/25.